Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the ER with device in backup vvi mode. Patient was asymptomatic. A device download was successfully performed. Device remains implanted.

Event description:
New information received notes that the patient once again presented in backup vvi. Device was found to be at eri. Premature battery depletion was suspected. Device was explanted and replaced.

Manufacturer narrative:
No conclusion code was available. Final analysis found the reported reset was confirmed in the laboratory via review of the device image and was due to low battery voltage. The device was tested on the bench and an internal hybrid anomaly resulting in high input current was found to be the cause of the low battery voltage.

Manufacturer narrative:
(B)(4).